Manufacturer narrative:
D4: primary UDI number. D9: date returned to mfg.: 5/29/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, peeling dso seal. Worn uso seal. Scratched lcd lens. The complaint was duplicated by accuracy testing. Found pump was over infusing. The root cause was the expulsor. Replaced expulsor, flat gear, dual flag gear, dso seal, uso seal, optic switch, lcd lens, keypad, overlay gray, rear label, and side label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was stated that the device was over infusing, additionally, the device would not recognize downstream occlusion. The event occurred during while testing for patient set up. There was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.